Manufacturer narrative:
The battery handset and charging cradle were returned and undergoing investigation. Our records indicate that the handset and device were assembled in (B)(6) 2011, and are more than 2 years old. The expected end of life for the battery handset is 300 charge/discharge cycles per the user manual. A follow-up report will be submitted upon investigation completion. Device evaluation in progress.

Event description:
The customer reported that there were burn marks on the battery handset and the charging cradle. No injuries were reported.

Manufacturer narrative:
The investigation of the returned device has been completed. Our records indicate that the device was assembled in (B)(4) 2011, and the handset was manufactured in december 2014. The unit was inspected and it was determined that the battery experienced a thermal runway which led to a battery failure in the device. This failure resulted in partially melted housing of the handset and residue near the trigger. The investigation found evidence of heavily applied dental office cleaners and fluid ingress into the interior of the handset which resulted in a thermal event. No injuries were reported. The nomad pro operator manual (mp-0074 rev e) provides the following warning: "do not spray disinfectant or cleaners directly on the nomad pro, handsets, charging cradle or ac power supply. The connecting areas are open to ingress and damage to your device may result." This concludes our investigation.